Manufacturer narrative:
(B)(4). Batch # n5567w. Additional information received: echelon 45 manual used to finish case. Additional information requested and received: what were the indications for surgery? Removal of part of right superior lobe can it be confirmed that the entire compressed vessel was proximal to cut line during firing? No. Surgeon thinks he may have accidently caught vessel beside it. Can it be confirmed that no extraneous tissue was distal to cut line when device was closed? No. Surgeon thinks he may have accidently caught vessel beside it. Could the tip of jaws be visualized during firing? Yes for 2nd and 3rd firing surgeon was extremely vigilant of this. Also it was open at this stage. Could any staples be seen in the surgical field? If so, what was their form? I didn¿t see this. For the 2nd and 3rd firing, was a new device used? No same device. Was hemostasis on vein achieved with suture? If yes, what was the reason to fire device again on the vein? Pulmonary artery was also divided. Were clips used in the surgical procedure? I didn¿t see any being used. Is any additional information available about the 3 holes in artery? What was their location and size? Surgeon explained to me what he saw, but I didn¿t see. He said they were small little holes. What does the surgeon believe was the cause of the holes? He didn¿t say. They seemed to have been caused when device was clamped onto artery but not fired. When the device was fired outside of patient, was a new reload used or was I the same locked out reload? Same reload that wouldn¿t work when tissue in jaws, worked fine outside of patient. Did the patient undergo chemo or radiation therapy prior to procedure or have any coagulation disorders? I don¿t know. Are photos or video available? No. What is the current patient status? I haven¿t heard an update of patient. The analysis found that one pve35a device was returned in good visual condition and with three cartridges reloads present. The reloads (b and c) were received fully fired. The reload (d) was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a video-assisted thoracoscopic surgery / lobectomy procedure, the surgeon fired gun over the pulmonary vein and staples didn't hold at distal end. Bleeding became a large problem and case was converted to open. Vein sutured. Tried again on same vein open and bleeding occurred on distal and proximal end. Surgeon tried a third time to fire gun this time on artery and closed gun but it wouldn't fire. He didn't have to use reverse as blade hadn't engaged. He was able to open gun but noticed three holes in the artery. Checked gun without anything in jaws and it fired fine. Case completed with a different product code. It was noticed that the scrub nurse takes off the safety tab before she loads the gun.

Manufacturer narrative:
(B)(4). Corrected data- evaluation summary: the analysis found that one pve35a device was returned in good visual condition and with three cartridges reloads present. The reloads (b and c) were received fully fired. The reload (d) was received unfired. The device was tested for functionality in the straight position with the cartridge reload (d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information received: I've just had a meeting with the surgeon and the patient recovered very well.

Manufacturer narrative:
(B)(4). Additional information requested and received: did ethicon provide training to the user: the surgeon has always used our echelons/powered echelons/ets etc so he¿s very well aware of how to use our staplers. He¿s not a new surgeon or anything like that. When I said he received training, I meant I went through how to use the product with him a week before the case and on the morning before the case started. I was also there for the case to answer any other questions he might have had about the products.